Event description:
Customer reported a cracked and shattered touchscreen on the pump, rendering the device unresponsive and illegible. There was no reported adverse impact to the customer's blood glucose level. To address the issue, technical support arranged to replace the pump, and the customer planned to use multiple daily injections as backup therapy.